Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a glycemic roller coaster while using the ilet, with a usual dinner announcement that appeared excessive for the actual carbohydrate intake, leading to hypoglycemia reported at 63 mg/dl followed by an overcorrection and subsequent hyperglycemia reported at 230 mg/dl; pump supply changes were reviewed and confirmed correct in the pump history. Symptoms include nausea associated with a hyperglycemia followed by hypoglycemia. Outcomes included transient hypoglycemia and hyperglycemia that were managed at home with oral glucose per coaching to take 15 g and recheck in 15 minutes, without hospitalization. Investigation included review of pump history and user education on meal announcements and hypoglycemia treatment. Investigation of this case revealed correct device function and supply changes, with the event attributable to an incorrect meal size announcement and overtreatment of the low. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with meal announcement and low-glucose overcorrection.